Event description:
Complainant indicated that medics arrived upon the scene of a pt in cardiac arrest. CPR was being performed at the time of arrival. The device was attached to the pt and was not turned on and inappropriately shut down prior to start of analysis. The device was then turned on and inappropriately shut down prior to start of analysis. The device was turned on a third time and analysis was initiated, however the device inappropriately shut down prior to completion of analysis. Complainant indicated that the clinician obtained another device and delivered approximately nine shocks of energy to the pt, however the pt subsequently expired. Complainant indicated that it could be recalled if the device displayed any error messages, however subsequent to the event, the device displayed a red "x."